Event description:
It was reported right ventricular (rv) lead was explanted due to an unknown product performance anomaly. A new lead with the same model was implanted. No additional adverse patient effects were reported. Additional information received which indicated that the right ventricular (rv) lead was explanted due to dislodgement.

Event description:
It was reported right ventricular (rv) lead was explanted due to an unknown product performance anomaly. A new lead with the same model was implanted. No additional adverse patient effects were reported.